Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter broken. Imdrf impact code f23 captures the reportable event of unexpected medical intervention. Imdrf impact code f2301 captures the reportable event of additional device required. Block h10: the returned advanix biliary stent was analyzed, and a visual evaluation noted that the guide catheter was kinked and detached from the pull wire. Also, the suture was detached from the push catheter and the pull wire was fully retracted from the stent, with the pull wire cap detached. Evidence of deployment attempt was made. No other problems with the device were noted. The reported event of guide catheter break and failure to deploy the stent was confirmed. Taking all available information into consideration, it is possible that these device problems could have been caused by anatomical factors or the technique used during the procedure. Most likely, excess of force was applied in order to release the stent causing the kinks on the pull wire and the cap detachment. Therefore, the most probable cause is adverse event related to the procedure.

Event description:
It was reported to boston scientific corporation that a advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2023. During the procedure, it was found that the guide catheter became broken when the stent was inserted into the delivery system, the procedure was successfully completed with different brand of device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on february 9,2023, clarifying that the broken guide catheter was removed from the patient using a snare.

Manufacturer narrative:
Medical device code a0401 captures the reportable event of guide catheter broken.

Event description:
It was reported to boston scientific corporation that a advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2023. During the procedure, it was found that the guide catheter became broken when the stent inserted into the delivery system, the procedure was successfully completed with different brand of device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.